Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had bilateral knee replacements. *this pi is for the left knee replacement on (B)(6) 2010. Patient stated her left knee feels weak and it had popped many times.